Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of clamp issues was received from the customer. One sample was returned for investigation. The issues with the clamp could not be replicated, however kinked tubing was observed below the first y-site of the set. Tubing was smoothed out and able to prime and infuse correctly. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for this defect was found to be improper coiling and packaging during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for investigation. The tubing of the sample below the first y-site was kinked. It was able to be smoothed out and primed. Was able to be infused as well. No other defects were found through testing. Issues with the blue clamp disconnecting were not seen throughout the testing process. A root cause for this investigation was improper coiling and packaging during assembly.

Event description:
It was reported that 2 gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: it was reported that the blue clamp that fits into the pump disconnected from the tubing. (2x instances). Can you describe the reported defect in detail? What happened? What was the cause? Who was involved? -the blue clamp that fits into the pump disconnected from the tubing. Tubing was given to 3icu huc. (2 instances, no lot information was retained). Was there any adverse event(s) as a result of the reported defect? No adverse effects, just spillage of fluids and medication.